Event description:
Patient called lfs on 12/17/02 alleging their ot profile meter would only prompt redo check and not ok messages. No symptoms or adverse event reported. The issue was not resolved with troubleshooting. A patient reported blood glucose results of 149 mg/dl with a lifescan meter and 227 mg/dl on a laboratory device, peformed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.